Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. 100 retained samples were visually inspected with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of december 2024; additional testing may be required: further clinical testing could not be conducted as the tubes were expired at the time of review. Clinical evaluation cannot be conducted on expired tubes. This complaint has not been confirmed for the indicated failure mode: poor plasma. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported during use of bd vacutainer® ppt¿ plasma preparation tubes k2e (edta) 9.0 mg, four (4) tubes exhibited poor plasma (floaties in the plasma). There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® ppt¿ plasma preparation tubes k2e (edta) 9.0 mg, four (4) tubes exhibited poor plasma (floaties in the plasma). There was no health impact or consequences reported.